Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The company representative (rep) reported that the patient was implanted with two implantable neurostimulators (ins). The patient was following with her doctor as she was not receiving therapy anymore. It was noted this occurred on (B)(6) 2016. The doctor did a few sessions of programming with no difference in the symptom improvement. It was noted the device was still in use. There was no patient harm, injury, or death. More detail on this incident will be provided once received a detailed report from the doctor. The rep reported three weeks later that the doctor was not able to answer the following questions for follow up: impedances, settings used, status of the device (eri or eos), and patient outcome. If additional information is received, a follow up report will be sent.